Event description:
The customer contact reported the venous access port occluded following an alarm condition. On (B)(6) 2012, at an unspecified time at the user facility, the device was programmed to deliver an unspecified concentration of 5fu (fluorouracil), the delivery was started, and the homecare pt was sent home. No specific programming parameters were provided. After approx 1 hour, the pt reported that the device alarmed for air in line with no air seen in the tubing set. It was reported the pt called the nurse at the user facility for assistance. The pt was able to clear the alarm condition and continue the delivery. After an unspecified length of time during the night, the pt reported the device alarmed for air in line with no air seen in tubing set. At this time, the pt was unable to clear the alarm condition. It was reported that the pt stopped the delivery and powered the device off. On (B)(6) 2012, at an unspecified time, the pt returned to the user facility. The device was removed from clinical use. The customer contact indicated that the nurse attempted to flush the pt's venous port; however, the port was occluded. At an unspecified time, the pt's underwent a venous port revision surgical procedure. At an unspecified time, the therapy was resumed using a replacement device. During testing at the user facility, the device alarmed for air in line when no air was present in the tubing set. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found during testing the device alarmed for air in line when no air was present in the tubing set. This was found to be due to a broken resistor on the printed circuit board. The cause of the broken resistor could not be determined. The device history was downloaded at the service center. A review of the history indicates that on (B)(6) 2012 at 1015, the device was programmed in the continuous only delivery in ml mode, with a 5.4ml/hr rate, a 250ml vtbi (volume to be infused), 0ml/hr kvo rate, a 250ml container size and a 2ml air sensitivity and the device was powered off. A new date of (B)(6) 2012 occurred. Between 1503 and 1505, the device was powered on and the delivery started. Between 1528 and 1814, an air in line alarm occurred 7 times, the delivery was stopped and started 7 times and the tubing set was primed 5 times. Between 1838 and 0713, an air in line alarm occurred 32 times, a new date stamp of (B)(6) 2012 occurred & the delivery was stopped and started 32 times. At 0715, a priming volume of 2.8ml occurred. Between 0716 and 0807, a start alarm occurred 16 times. At 0809, the device was powered off. This report represents all the info known by the reporter upon query by hospira personnel.